Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 306547 and lot number 0281381. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one hundred eighty-six samples were received for evaluation by our quality team. The samples came in sealed packaging blisters. A visual inspection was performed and no defects or imperfections were observed. Fifty samples were randomly selected to test for sustaining force. All test results were within specification. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause. Is unknown.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306547, batch no.: 0281381, I have received this concern regarding item 306547 lot 0281381. It seems to be happening with this lot. The site would like them changed out. The syringes are stopping anywhere from 5-6cc line and then you meet complete resistance. This has caused multiple ivs to be removed believing that we are meeting resistance and the IV is not good.